Manufacturer narrative:
Evaluation results: could not duplicate customer complaint that unit display was missing segments. Found different symptom of horizontal lines through display. Isolated problem to the display assembly. The customer reported failure was not confirmed. Manufacturing controls are in place to detect related defects and reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes. (B)(4).

Event description:
Covidien received a report that the unit was missing segments. Caller confirmed there was no patient harm.